Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was unknown. Customer stated the device was exposed to moisture. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.